Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the patient's heart rate and blood pressure dropped during pre-dilation with a third party device. The physician waited for the heart rate and blood pressure to return to the recommended parameters before continuing with the procedure. Post procedure, the patient had a systolic blood pressure of 170mmhg and the anesthetist decided to give the patient a narcotic to bring their pressure down without monitoring the blood pressure via the arterial line. It was then noted that the systolic blood pressure was 90mmhg and the anesthetist worked to bring the pressure back above 100mmhg. During this time, the surgical team was performing neurological checks on the patient, and it was discovered that the patient was difficult to arouse, experienced facial droop, and was unable to move their left arm. A computed tomography (CT) was performed, and the results were negative for a stroke, the stent was patent, and there were no large vessel occlusions. The patient had returned to baseline within an hour however, fourteen hours post tcar procedure, the patient's experienced similar symptoms and imaging revealed an embolic event. The patient was administered brillinta and a p2y12 platelet function test revealed the patient was therapeutic with platelet reactivity unit (pru) of 78. Additional information indicated that the patient's blood pressure was maintained at 130 mmhg post-procedure. The patient is currently in rehab facility, and their symptoms have not resolved. At this time, it is unclear if the reported event is due to procedural complications, the patient's underlying condition, or a silk road medical device, hence it will be reported out of an abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unclear if the reported event is due to procedural complications, the patient's underlying condition, or a silk road medical device, hence it will be reported out of an abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.